Event description:
User experiencing intermittent discrepant results on multiple tests. The following examples were provided: patient 1 initial calcium result 0 mg/dl, repeat 8.4 mg/dl; initial potassium result >30 mmol/l repeat 4.5 mmol/l. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing intermittent discrepant results on multiple tests. The following examples were provided: patient 3 initial potassium result 0.5 mmol/l, repeat result was in normal range. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing intermittent discrepant results on multiple tests. The following examples were provided: patient 2 initial hba1c result 6.4%, repeated twice, gave results of 11.2% and 10.88%. The field service representative was unable to determine a cause for the discrepancies.